Event description:
During a dialysis treatment, there was an external blood leak at the sealing plug at the front of the dialyzer, above the label. The blood in the circuit was lost. There was no pt injury or medical intervention.

Manufacturer narrative:
The affected product was discarded by the facility and therefore, is unavailabel fro analysis. Without the affectedf product,it is difficult to determine the exact cause fof the reported problem. The hazard ti ot safety of an external blood leak is directly related to the vaolume of the blood loss and the pt's current or past clinical history. Based on retrospective review ot external blood leak complaints, there is a low likelihood that loss of the extracorporeal blood circuit will reuslt in an injury. In addition, the blood loss, as in this case, is minimal. Without the affected product for investigation, it is difficult for the MFR to determine the exact naute of the reported problem. However, the MFR will continue to monitor and trend. No further reporting is anticipated. A review fo the device history records for the reported lot indicatesf that the lot was manufactured according to MFR's specifications. Customer contacted: no, sales/service coantacted by investigator: no, training required: no.